Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). We received perifix one 0,84mm (20g) 80mm (B)(6) [1] attached to connector with an alligator clip. The catheter was fractured and the dismantled piece was not returned. The following investigations were conducted: visual inspection: 1. Catheter visual inspection the catheter was fractured at 890.0mm from the end of the catheter. The point of fracture was similar to that of a reference sample which was deliberately fractured using the edge of the needle point of a perican bulk via pulling the catheter out. 2. Catheter connector visual inspection no abnormalities found. Physical inspection: 1. Catheter length check company specifications: 1002.5~1017.5mm length of reference sample: 1008.0mm length of received sample: 923.0mm verified stretching of the catheter comparing the position of the markings on the received sample with an unused sample. 2. Outer diameter of the fracture point outer diameter of reference sample: 0.838mm outer diameter of received sample: 0.836mm results: pass. Summary and assessment: based on the conducted investigations the sample(s) are within the specification. Therefore the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): catheter broken. A case of broken catheter has been reported. There are possibilities that the catheter tip, about 12centi meter long, may have remained in the patient's body.